Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.